Manufacturer narrative:
H4: the lot was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. However, small traces of silicone oil were observed on the interior wall of the housing. The silicone is cosmetic and has no impact on the function of the product. Functional testing was performed by filling the device with green colored water to the bladder. After fill, the device was being monitored until the next day; no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in may 2021. Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.